Manufacturer narrative:
Internal complaint number: (B)(4). The device was returned to the factory for evaluation. An investigation was conducted on 09/30/2019. Signs of clinical use and slight evidence of blood was observed on the distal end of the delivery tube. The delivery tube was returned outside the loading device, with the seal inside the loading device body. The white plunger on the delivery device was observed to be depressed, and the blue slide lock was observed to be disengaged. The seal was removed from the loading device for inspection. The seal was observed to be bent in at the middle portion of the seal but intact, no visual defects were observed. Dimensions of the delivery tube were taken. The inner diameter was measured at 0.196 inches, the outer diameter was measured at 0.216 inches. The length of the delivery tube was measured at 2.50 inches. The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device and evaluation results, the reported failure "fitting problem" was confirmed and "crack seal" was not confirmed but was confirmed for the analyzed failure "premature deployment".

Event description:
The hospital reported that during a coronary artery bypass procedure, hsk-3038 hsk iii system (3.8mm) heartstring seal came apart while loading. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hsk-3038 hsk iii system (3.8mm) heartstring seal came apart while loading. A replacement device was used to complete the procedure. The hospital did not report any patient effects.